Manufacturer narrative:
UDI #: (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had anterior chamber bubbles in left eye and was unable to track on wavelight system. Ablation was postponed and completed next day without complication. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2015: right eye pre-op 20/20 -6.63 x -1.25 x 10, left eye pre-op 20/20 -6.38 x -1.50 x 5. Patient returned for pot op visit on (B)(6) 2015 and had loose epithelium with white blood cells/inflammation in both eyes. Topical steroid dosage was increased. Patient complained of dry eye